Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of felt pain in her stomach from the catheter and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. During a call with baxter customer services (bcs), the following information was reported. The patient always felt a pain in her stomach from the catheter (onset date not reported). On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was unknown. The patient recovered from peritonitis. The outcome for felt pain in her stomach from the catheter was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for h12b29043. No exceptions were observed that were related to the reported condition. There were no deviations from standard procedure. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 2 of 3 involved in this event.